Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose had blood in his eye. Health care professional treated him for this condition gave him a shot for it. Blood glucose level at the time of the incident was 550 mg/dl. Customer current blood glucose level was 143 mg/dl. Customer experienced symptoms such as nausea, vomiting, blood in eyes and chest pain. Customer reported tube was twisted so customer was not getting insulin. Customer was not using auto mode. The insulin pump will not be returned for analysis.